Event description:
It was reported to aesculap ag that a impaction instr.f/hip prostheses/heads (part # nd060) was used during a procedure performed on (B)(6) 2022. According to the complainant, the plastic component burst apart during a hip implantation procedure. There was an additional intervention required. Surgical delay of 10 minutes occurred due to removal of splinters. Additional information is not available. The adverse event / malfunction is filed under aag reference xc (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction / additional information: e1: city and fax number. H6: codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.